Event description:
This pi is for the left hip. It¿s reported, that the consumer underwent a right total hip arthroplasty on or about (B)(6) 2007 that failed and required revision on (B)(6) 2015. He also underwent a left total hip arthroplasty on (B)(6) 2006 that failed and required revision on (B)(6) 2017.

Manufacturer narrative:
After information was received through a legal claim and processed as a new complaint, it was identified as a duplicate report. The information provided in the original report gave no indication that this device was reportable. Therefore, a legacy supplemental was generated and any subsequent reporting will be processed.

Manufacturer narrative:
An event regarding a hip revision involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the head and liner were removed and replaced with a 36mm 10 degree 6mm lateralized liner and 36mm biolox ceramic head with v40 universal adaptor sleeve. Update: 5/23/2017 - as per sales rep, the surgeon did not identify any patient or device related factors responsible for the patients revision. Csc. Update 12/27/2018: *this pi is for the left hip. It¿s reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on or about 3/19/07 that failed and required revision on (B)(6) 2015. He also underwent a left total hip arthroplasty on (B)(6) 2006 that failed and required revision on (B)(6) 2017.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
*This pi is for the left hip. It¿s reported, that the consumer underwent a right total hip arthroplasty on or about (B)(6) 2007 that failed and required revision on (B)(6) 2015. He also underwent a left total hip arthroplasty on (B)(6) 2006 that failed and required revision on (B)(6) 2017.